Event description:
It was reported that upon interrogation, the device had no battery voltage appear as the device was in electrical reset. The device was sealed in non-opened box. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. The analyst checked the raw code and no parity or power on reset (por) events had been recorded. Also noticed no patient alert associated with a por was logged.